Manufacturer narrative:
As received, reported event for intermittent stimulation with ipg was not confirmed. Analysis of the returned ipg found damage to channels 8 and the setscrew block preventing channels 1-8 from operating for analysis, consistent with procedure related damage. The cause remains unknown.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced intermittent stimulation. The ipg would only give stimulation if the patient programmer paddle was over the ipg, and once the paddle was moved away, stimulation would stop. The patient also reported a jolting sensation when therapy would stop, and another jolting sensation once therapy would start again. The patient reported no issues charging the ipg, and no traumatic event prior to the start of this issue. Troubleshooting did not resolve the issue. To address the issue, the physician explanted and replaced the ipg with a new model, resolving the issue.